Manufacturer narrative:
(B)(4). Insulin pump passed the self test and displacement test. No pump error 3 alarm during testing. Thus software was utilized and downloaded trace/history files properly and found pump error 3 alarm (file number = 2002, line number = 2803, variableinfo = 00) in the pump history. Unable to determine the root cause, problem isolated to pcb1. Insulin pump was cut open to perform visual inspection and found no moisture damage on the battery connector, battery tube, motor, vibrator during visual inspection. Unit had cracked battery tube threads, cracked case (battery tube). The unit p-cap / test reservoir locks in place properly and no anomaly noted.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer stated that self test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.